Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and patient. When asked to clarify the statement regarding thinking it was at 1250, they stated they were unsure. The patient did not disclose a "1250" setting at their visit on (B)(6) 2023 when the device was checked. Settings were program 1 with 2.3 for intensity. Per their records, the patient was not seen (B)(6) 2023. When asked what steps were taken to resolve the issue, they reported that the settings changed to program 3 with 1.5 intensity. Follow up was completed (B)(6) 2023. They continued on program 3, intensity increased to 1.8. Patient was feeling stimulation vaginally. No other concerns were noted. The issue was resolved. When asked to clarify the statement regarding feeling it pulsating and asked about if they were referring to the stimulation pulsating and if there was a device/stimulation issue, they wrote "yes and no". The cause was determined to be that the pulsating was the patient feeling stimulation, but reported vaginally. When asked what steps were taken to resolve the issue, they reported follow up visit to be completed in 6 months from last visit, but is not yet scheduled. The patient stated that they still had a bladder control problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated that they are having a terrible time with their therapy. Patient is having urinary leakage and still has to use pads and depends. They have felt that stimulation needed to be higher because they did not feel anything since the day it was implanted but the nurse at the time told them it was fine and to follow up with them in a year. The patient had an appointment with managing physician yesterday but when they showed up they were informed the appointment had to be rescheduled for end of may. The patient requested physician listings as they intend to start looking for a new managing physician near them. Agent offered to assist the patient with increasing stimulation however patient stated they have not charged their external devices and they are likely dead. Recommended patient charge and call back for further assistance. Additional information was received from the patient. They stated the cause of not feeling anything was determined but also stated that they don't know what to think about it. They clarified the situation. They stated from day one they never felt stimulation. They told the nurse that they thought it needed to be adjusted and thought it was at 1250 (just saw the number someplace, didn't know whether that was right). They said they didn't feel anything from it and told them that it wakes them up at night and their bladder seeps most of the time and that they are wearing pads/depends underwear all the time and as much as ever. The nurse said it was alright and to come back in one year. (B)(6) 2023 they noticed their feet were puffy. Their foot doctor didn't know the cause so they made and appointment with their regular doctor. They gave the patient a blood test, urine test, and regular pulse/heart/lung exam and prescribed a water pill and 1 week of antibiotics. The tests all came back good. Their next appointment got cancelled. So they called [manufacturer] and asked if they could get service in another clinic. On (B)(6) 2023, they met with a nurse who took the little blue monitor and the computer like device and changed it. They felt a line of current going from their left bun down to their left foot and it circled their foot inside. They thought they were having a leg cramp but the nurse said that was the machine. They asked the nurse to back it off a little and the nurse did, but they still had a slight sensation. By the time they got home, they felt nothing. So on (B)(6) they did the same thing increasing the current and by the time they got home their body had accepted it and they did not feel it again. They limited their liquid intake to control their bladder. They knew when they needed to go to the restroom but they had a seeping going. For this they have contained with the pads plus depends underwear. 1 pad and the underwear would take them through the day. They had to wake up 2 or 3 times per night. If they wake up with it in process, they need to stay put in bed because they can¿t stop it. It would be too late to leave their bed for the bathroom so they could feel it pulsating as their pad was filled. It was tiresome to have to mop the trail they had made as the pads were soaked. They stated that the issue was resolved. However, they also wrote they didn't know if it was resolved but at least the doctor will help them. They don't understand if they are supposed to feel the machine in action all the time. They stated that they broke their hip in 2008 and at one point noticed that they were dragging their foot. They went on to say they had "water on the brain (the diagnosis)" and had subsequent surgery prior to sept 2010. They also stated they have had three operations within the last 10-15 years 2 hips and 1 crushed elbow and 3 do overs were performe d by a bone doctor.